Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to dislodge found during a fluoroscopy revision and loss of capture. Physician uncapped a lead that presented low amplitud sensing and tested through psa as patient did not have viable venous access to implant a new right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report was created to correct the following: b. Adverse event or product problem 2. Outcome attribute to adverse event 5. Describe event or problem h. Device manufacturers only 6. Adverseevent problem in health effect - impact code

Event description:
It was reported that the right ventricular (rv) lead was found dislodge during a fluoroscopy revision and presented loss of capture. Physician uncapped lead that presented low amplitude sensing as patient did not have viable venous access to implant a new right ventricular (rv) lead. O additional adverse patient effects were reported.